Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a gold marker placement procedure performed on (B)(6) 2019. Reportedly, the surrounding anatomy was not clear on the ultrasound image. According to the complainant, on (B)(6) 2019, the patient complained that they woke up with pain on the lower abdomen. The patient also complained of an uncomfortable feeling on the buttocks and stool incontinence. On (B)(6) 2019, magnetic resonance imaging (MRI) was taken for dose planning, and the image showed that some of the hydrogel was placed in the rectal wall. In the physician's assessment, the stool incontinence is suspected to be caused by the gel placed in the rectal wall. No additional treatment was given to the patient. No further patient complications have been reported. On (B)(6) 2019, the patient began radiation treatment (60gy: 3gy x 20fr.). As of (B)(6) 2019, five fractions had already been done.